Event description:
It was reported that the right ventricular (rv) lead had short interval counts (sic) and non-sustained ventricular tachycardia (nsvt) episodes. The oversensing was associated with the patient's breathing and a lead fracture was suspected. During the lead revision procedure, the helix would not retract. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 429688 implantable pacing lead, (B)(6) 2013; 5076-52 implantable pacing lead, (b)96) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.